Manufacturer narrative:
Investigation results: the visual inspection showed that the blade was hooked over one side of one of the electrode. The blade was stuck and would not move. The complaint was confirmed. A lhr review was completed for the product and there was no non-conformance associated with the lot number.

Event description:
The hospital originally reported that during the beginning of an endoscopic vein harvesting procedure, the cutting blade got stuck, jammed and would not come out of the cannula. A replacement device was used to complete the procedure. No pt complications were reported. The device was rec'd on 06/19/08, and it was discovered that the blade was bent over the electrode. This is a reportable malfunction.